Event description:
I am formally escalating a critical service and radiation safety issue involving a newly purchased ge lunar bone densitometer (serial #: (B)(6)) that has exhibited repeated critical failures, culminating in a collimator malfunction and extended clinical downtime. Timeline of issues: 9/26/2024: machine was lost by shipper and mistakenly delivered to dell computers. Our team had to locate the machine. On 12/16/2024 (case (B)(4)): failed qa; transverse motion error; belt replaced onsite. On 3/5/2025 (case (B)(4)): failed qa; qa means reset; operational same day. On 4/22/2025 (current case open): failed qc for collimator o circuit board and collimator were replaced; system remains non-functional. As of april 29, 2025, the machine has been down for 8 calendar days (6 full business days) without successful repair. Major service and warranty failures: radiation safety risk: collimator failure compromises beam restriction. No documentation verifying post-failure radiation containment has been provided. Mechanical reliability failure: repeated qa failures and hardware breakdowns have delayed patient care.